Event description:
It was reported that a vns patient's lead showed high impedance upon systems diagnostics. The device was programmed to an output current of 1.25ma. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Manufacturer narrative:
Relevant tests/laboratory data, corrected data: the diagnostics data were inadvertently not provided in the initial report.

Event description:
Full revision surgery occurred. The devices were reported to have been discarded by the explant facility.

Manufacturer narrative:
Explant date, corrected data: the date of explant was inadvertently provided as (B)(6) 2017, but was in fact (B)(6) 2017.

Event description:
The patient later reported that physician states the lead was broken as ¿it¿s not doing anything¿.